Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery to remove the essure implant on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 26-year-old female patient who had essure (batch no. C35244) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: amoxicillin and mirena. Past adverse reactions to the above products included hypersensitivity with amoxicillin; and ovarian cyst with mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("unable to place essure in right tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). The patient was treated with surgery (ablation (B)(6) 2016 and surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant data provided: ablation date reported after essure removal date. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 26-year-old female patient who had essure (batch no. C35244) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: amoxicillin and mirena. Past adverse reactions to the above products included hypersensitivity with amoxicillin; and ovarian cyst with mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("unable to place essure in right tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal"). The patient was treated with surgery (ablation (B)(6) 2016 and surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: essure lot number was added. Reporter information was added. Her historical medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did you undergo an essure confirmation test: no". On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("unable to place essure in right tube"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant) and surgery (ablation (B)(6) 2016). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- the events abnormal bleeding (vaginal, menorrhagia), unable to place essure in right tube,did you undergo an essure confirmation test: no were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.